Event description:
The event is reported as: complaint alleges: reported that the skin staples keep jamming during use. No medical intervention report for this event. Items were discarded by the hospital facility. No pt injury.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, MFR will continue to monitor and trend relating complaints.